Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During deployment, while turning the arm positioner in the open position, resistance was met and the arm positioner stopped. It was in a fully opened position. Then while retracting the actuator knob, resistance was felt and the mandrel came out further and popped out. The clip was able to be deployed with no troubleshooting required. Another clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported events. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated, and without the device to analyze, a definitive cause for the reported difficult actuator knob retraction, resistance while turning the arm positioner, difficulty in clip deployment and material protrusion of the actuator mandrel cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.